Event description:
It was reported that an alarm occurred while loading the pump. There was no adverse impact to the customer's blood glucose level. The customer removed the cartridge as prompted and successfully loaded a new one with assistance from technical support, resuming insulin therapy without further issues.